Manufacturer narrative:
Product event summary: analysis found the rf (radio frequency) head passed incoming functional testing. Rf head cable was twisted but functional, the rf head label was delaminated, and the lens on the upper case was cracked.

Manufacturer narrative:
Corrected information no eval explain code. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the left half of the programmer screen would not respond to the touch pen and the pen could not be calibrated to be accurate. It was also reported that the radio frequency (rf) programmer head did not work. The rf head had no lights on it when it was connected. The programmer and rf head were returned for repair. No patient complications have been reported as a result of this event.